Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump 'was not working well', and was being explanted in 10-14 days. The patient was planning on another unrelated surgery, and that surgeon told the patient that the ''surgery's best chance of success would be with the pump out.'' The device system was used to deliver sufentanil and bupivacaine (marcaine). The physician had been weaning the patient's dose and was at the lowest simple continuous dose (500ug/ml, 24ug/day). The physician was changing the solution in the pump to saline and running it at the same flow rate. It was noted that no bridge bolus was needed, and that it should take about 8 days until the saline reaches the cerebrospinal fluid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8711, serial # (B)(4), implanted: (B)(6) 2007, product type catheter.